Manufacturer narrative:
Additional information: some resistance was encountered advancing the device. Evaluation summary: the spiderfx embolic protection device was received for evaluation. No ancillary devices or cine images from the procedure were received. The spiderfx filter basket was received loaded within the green delivery end of the duel ended catheter. The delivery catheter distal tip was examined. One side of the delivery catheter appears to be flattened. The spiderfx distal assembly was advanced out of the delivery catheter. The floppy distal tip of the distal assembly exhibited a sharp bend and kink just proximal of proximal end of distal tip coil adhesive bond. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a spider fx device during the treatment of a lesion in the common carotid artery. The IFU was followed. It was reported that the filter wire was broken. It was reported this did not result in any injury to the patient. The procedure was completed by use of a new spider fx device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.